Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) assessed the devices on-site and confirmed that the fluoroscopy had failed. Analysis of the system log data revealed an x-ray generator problem. Upon troubleshooting, fse found a problem in the x-ray generator's ht converter. Fse replaced the ht converter and the safety resistor, however this did not solve the problem. Additional examinations were performed on the x-ray control devices. Fse discovered that both the x-ray tube and the ht transformer were faulty and replaced both. The malfunctioning x-ray tube was returned to philips for failure analysis. The failure was determined to be related to the lifetime and defined process. After replacement, the system was restored to full operating order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was failed. No harm was reported to philips. The field service engineer inspected the system onsite and replaced the kv-ma board and the cube board, but the issue was not resolved. As per the engineer x-ray tube was faulty. Philips has started an investigation of this complaint.